Event description:
It was reported that the patient was still not staying completely dry by using the pure wick female external catheter. The representative offered to troubleshoot but the patient declined. It was noted that the patient had been using the product for less than 90 days. Per follow-up information received via phone on 10dec2021, it was reported that the pure wick female external catheter leaked too much and the patient used it 5 times and packed it away. The customer did not feel that they received enough information regarding the requirements of the system prior to purchasing.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The DHR review could not be completed due to no lot number provided. The product catalog number and the lot number are unknown. However, drydoc 2.0 (pw100 or pw200) is considered as the manufacturing plant is covington and the country of event is united states. "Please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was still not staying completely dry by using the pure wick female external catheter. The representative offered to troubleshoot but the patient declined. It was noted that the patient had been using the product for less than 90 days. Per follow-up information received via phone on 10dec2021, it was reported that the pure wick female external catheter leaked too much and the patient used it 5 times and packed it away. The customer did not feel that they received enough information regarding the requirements of the system prior to purchasing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.